Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.

Event description:
Customer reported that on 09/11/2014, his reservoir was leaking inside his insulin pump. The leak was past both o rings. There was fluid in the reservoir compartment. The reservoir was used. Customer's blood glucose was 341 mg/dl. He was advised of the possible causes of a leaky reservoir. The reservoir is being returned for analysis.